Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation. No manufacturing non-conformities were identified from the imaging evaluation. Potential contributing factors to these findings include procedural-related issues such as lack of leaflet capture due to indeterminable number of anchors from no raw data, patient-related issues like multiple scallops, and imaging issues including device shadowing. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, post procedure the evoque valve migrated/tilted and was explanted. Additionally, the patient developed intestinal ischemia and subsequently passed away. Edwards received notification of an evoque valve in tricuspid position where it was reported that the procedure started with right access that came in too deep. Capsule gap created was 3cm below the annulus. Attempted wire push but required height was not achieved and physician did not want to push further due to risk of right ventricle (rv) injury. Advance clocking maneuvers were also attempted but not successful. Switched to left access, the delivery system (ds) came in lateral in position, and co-axial. An attempt was made to slightly clock to capture septal leaflet and sacrifice position and trajectory. There was additional room to clock and go more septal to get underneath the septal leaflet, however they did not want to lose the lateral side because the anchor came slightly away from the lateral side. The procedure was completed with a good result. A few hours post procedure, the tilting progressed and the valve was no longer stable. The patient developed hemodynamic instability with runs of ventricular tachycardia (vt) and hypotension. Transthoracic echocardiogram (tte) was attempted but could not clearly identify what was happening with the valve. Patient went to computed tomography (CT) and the evoque valve had further migrated/tilted to almost a 90% angle. Due to this, the patient underwent surgery: the evoque valve was explanted, and a surgical biological valve was implanted. According to the physician, the patient was stable after the intervention. Additional information received indicated the patient developed intestinal ischemia. They had to undergo surgery and subsequently passed away.